Event description:
It was further reported that the patient had elevated white blood cell count (wbc). A bronchoalveolar lavage (bal) was done which showed klebsiella and the patient was treated with antibiotics. A repeat bronchoscopy was performed on (B)(6) 2020 and the patient was extubated the next day.

Manufacturer narrative:
A supplemental report is being submitted for correction and update to the investigation. Correction b5: event description was corrected to include additional patient signs/symptoms. Correction h6: patient ime code e1906 was added. Product event summary: the pump (B)(6) and associated outflow graft (lot no. 16159749-9888) were not returned for evaluation. The reported low flow event was confirmed via review of the controller log files, which revealed a sustained decrease in power consumption and estimated flows beginning on 26/jul/2020 leading to parameters below the normal operating range, followed by an increase in power consumption and estimated flows on 28/jul/2020 to baseline parameters. 23 low flow alarms were logged since 27/jul/2020. No suction events were observed during the analyzed period. As a result, the reported suction event could not be confirmed. The reported outflow graft obstruction could not be confirmed due to insufficient evidence. Information provided by the site revealed that the patient was hypotensive and was started on vasopressors in addition to a central line. A computerized tomography (CT) angiogram revealed a thrombus extending from the pulmonary artery to the outflow cannula occluding the outflow graft and enlarged atria of the heart. The patient underwent a procedure to release the outflow graft occlusion, which corresponds with the increase in power consumptio n and estimated flows on 28/jul/2020 to baseline parameters. The patient experienced post operative acute tubular necrosis and oliguria requiring continuous renal replacement therapy (crrt), large amounts of fluid volume, cardiogenic shock, and atrial flutter which required cardioversion. The patient also experienced some ventricular tachycardia (vt) which resolved with adjusting the amount of fluid being removed with the therapy. It was further reported that the patient had elevated white blood cell count (wbc). A bronchoalveolar lavage (bal) was done which showed klebsiella and the patient was treated with antibiotics. A repeat bronchoscopy was performed on 10-aug-2020 and the patient was extubated the next day. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information, the most likely root cause of the low flow event can be attributed, but not limited to external factors such as thrombus at the outflow graft. Per the instructions for use, thrombus, infection and renal dysfunction are known potential complications associated with the implantation of a vad. Based on a review of adverse events, it was noted the patient had a history of infection events. Possible clinical factors that may have contributed to this event incl ude the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: heartware ventricular assist system ¿outflow graft d4: lot#: 16159749-9888 h6: patient ime code(s): e1906 h6: img code(s): g04019 this regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump and associated outflow graft were not returned for evaluation. The reported low flow event was confirmed via review of the controller log files, which revealed a sustained decrease in power consumption and estimated flows beginning on (B)(6) 2020 leading to parameters below the normal operating range, followed by an increase in power consumption and estimated flows on (B)(6) 2020 to baseline parameters. 23 low flow alarms were logged since (B)(6) 2020. No suction events were observed during the analyzed period. As a result, the reported suction event could not be confirmed. The reported outflow graft obstruction could not be confirmed due to insufficient evidence. Information provided by the site revealed that the patient was hypotensive and was started on vasopressors in addition to a central line. A computerized tomography (CT) angiogram revealed a thrombus extending from the pulmonary artery to the outflow cannula occluding the outflow graft and enlarged atria of the heart. The patient underwent a procedure to release the outflow graft occlusion, which corresponds with the increase in power consumption and estimated flows on (B)(6) 2020 to baseline parameters. The patient experienced post operative acute tubular necrosis and oliguria requiring continuous renal replacement therapy (crrt), large amounts of fluid volume, cardiogenic shock, and atrial flutter which required cardioversion. The patient also experienced some ventricular tachycardia (vt) which resolved with adjusting the amount of fluid being removed with the therapy. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, thrombus and renal dysfunction are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Based on the available information, the most likely root cause of the low flow event can be attributed, but not limited to external factors such as thrombus at the outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. D1: heartware ventricular assist system ¿outflow graft d4: lot#: 16159749-9888 h6: method code(s): 4114 h6: FDA results code(s): 3221 h6: FDA conclusion code(s): 67, 22 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: heartware ventricular assist system ¿outflow graft, model #: 1125 / catalog #: 1125 / expiration date: 31-mar-2022 / lot#: 16159749-9888, UDI #: (B)(4). Device returned for eval: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 31-mar-2020. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion.

Event description:
It was reported that the patient arrived to the hospital with low flow alarms and below normal power consumption on the ventricular assist device (vad). The patient was hypotensive and vasopressors and a central line were started. An echocardiogram showed right ventricle (rv) function to be acceptable and the aortic valve to be opening with every beat and the left ventricle (lv) was not distended. The patient was thought to have an acute clot/occlusion. A computerized tomography (CT) angiogram was done which showed a thrombus extending from the pulmonary artery to the outflow cannula, occluding the outflow graft (ofg) 90% and both atria of the heart were enlarged. The international normalized ratio (inr) prior to admission had been therapeutic. The patient was taken to the operating room and once the ofg was exposed and occlusion was dissected, flows and watts on the vad normalized. Post operatively, the patient experienced acute tubular necrosis and oliguria requiring continuous renal replacement therapy (crrt) due to underlying chronic kidney disease, large amounts of fluid volume and cardiogenic shock secondary to the ofg obstruction. As a result of crrt, the patient had some ventricular tachycardia (vt) and hypotension which resolved with adjusting the amount of fluid being removed with the therapy. The patient will be getting a tunneled vascular access catheter for dialysis. The patient experienced an episode of atrial flutter post operatively as well which required cardioversion to resolve. A vad suction event was noted to occur which resolved with receiving albumin and decreasing the vad speed. The patient had a paced cardiac rhythm with mean arterial pressures maintained on continued vasopressor support. The vad and ofg remain in use. No further patient complications have been reported as a result of this event.